Manufacturer narrative:
Active investigation in progress; results of investigation will be submitted in a supplement report.

Event description:
Failure to alarm dressing appeared to have leaked but device not alarming. Reported delay in alarm

Manufacturer narrative:
On 7 feb 2014, smith & nephew received the above reported complaint for failure to alarm. Based on the information provided, exudate was observed and it is not clear if the exudate originated from the renasys dressing or the dressing below the renasys dressing. The dressing was reportedly compressed, sealed and exudate traveled through canister tubing into the canister. No patient injury reported. This occurrence reported may have caused a disruption in patient care, it is unclear if the disruption in care is directly related to the device or patients health. Renasys dressing application should be done in accordance with the clinical guidelines. The device (pump) was sent to the service center for further evaluation and/or repairs in tuttlingen, germany. Based on the technician findings, no issues found, unable to replicate failure reference ra# 203827-001, ocm14400201 rev. M. All renasys go pump go through a series of performance tests and visual checks prior to release to market. Historical review of prior complaints for lot # kgua120148 showed no prior issues. A device history record review for lot #kgua120996 indicated the lot was manufactured in accordance with the device master record. No complaint reported in the last 12 months, nor has the lot has been reported in another complaint. Smith & nephew has issued car02714 to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm dressing appeared to have leaked but device not alarming. Reported delay in alarm.